Event description:
In 2006, this pt was implanted with five gore tag thoracic endoprostheses. At an UK date a distal type I endoleak was observed. In 2008, this pt underwent a successful reintervention in which a medtronic talent thoracic stent was implanted to resolve the endoleak. No further complications were reported. The pt tolerated the procedure and was discharged in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Distal type I endoleak.